Event description:
It was reported that the pump requested a minimum of 50 unit with multiple cartridges s during the load process. The customer's blood glucose level was 300 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.